Manufacturer narrative:
D4 revised.

Manufacturer narrative:
The patient is currently on support with the pump, so the pump is not available for return. The pump will be try to be collected for return after explant. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 58-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage c shock, on multiple inotropes and vasopressors, and on bilevel positive airway pressure (bipap) continuous positive airway pressure (CPAP) for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the device was deep in the ventricle causing hemolysis. The device was repositioned and pulled back to 3.8cm. In addition, the purge cassette was making an audible noise. The purge cassette and bag were changed, with no further issues noted. There was no noted interruption of flow or support for the patient. The post-procedure outcome is unknown. The impella functioned at p-2 at 1.1l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and improper device position.

Manufacturer narrative:
B5 and d6b updated. The investigation is still ongoing.

Event description:
The complainant reported the patient has survived the event.

Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Mechanical interaction with blood / hemolysis: the cause of the mechanical interaction with blood / hemolysis was not determined due to no product returned and insufficient clinical details. Device in wrong position: the cause of the device in wrong position was an unintended user error in which the device was placed too deep during initial implantation and required repositioning to obtain correct placement.

Manufacturer narrative:
H10 related report number was added. This is one of two related reports. This report represents the impella cp and another report was submitted to represent the purge cassette.